Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) regarding this event. A siemens customer service engineer (cse) was dispatched to the site. The cse inspected the magnetic brakes on both the reagent and sample arms and found the lubrication grease used on the arm drive rails had migrated into the brake pads, causing the brakes to slip. The cse cleaned both reagent and sample arms as well as the brake pads. Additionally the cse found that both the sample and reagent probes were bent, and replaced both of them. The system was functional upon departure. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the pipettor on the lab's bn ii system moved while the operator was changing the dilution strips. When the plexiglass windowpane was folded up and the motors were switched off via the emergency stop, the sample pipettor fell down. There are no reports of injuries or adverse health consequences due to the event.